Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- the reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -08.00/+1.0/131, (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2011. The patient experienced a refractive change overtime. On (B)(6) 2021 the lens was exchanged for a same model/size similar power and this resolved the problem. Reporter states vaulting much better then pre exchange. Patient is happy with ucva 20/40. (Pre exchange 20/30). D6b- (B)(6) 2021. H6-clinical code 4581: refractive change over time. H6-impact code 4629; lens exchanged. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -08.00/+1.0/131, (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2011. The patient experienced a refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.